Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and the customer was advised to call back once they were home to complete the reset.